Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe with needle had leakage at the inner barrel.

Manufacturer narrative:
Investigation summary: bd has been provided with a picture of the affected sample. Bd has been provided also with the affected samples. A leakage through the plunger rod was observed in three of these provided samples. After that bd determined a damaged in the plunger rod by the evaluation of the plunger with magnification. Bd could confirm the reported issue. DHR review for lot # 1802178: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2011 (february 11th - 12th, 2018). Syringes were assembled in machine, nº4252, and nº4251, in lot #8036714 (february 6th ¿ 12th, 2018), and in lot #8043944 (february 12th ¿ 19th, 2018). Research has found no problems, defects or qn related to the reported issue. Bd has also reviewed the barrel lots #8037759, #8008857, #8043965, and no problems, defects or qn related to the reported issue were found. Bd has also reviewed the plunger lots #8037765, #8030581, #8043964 and no problems, defects or qn related to the reported issue were found. After that bd determined a damaged in the plunger rod by the evaluation of the plunger with magnification. Bd could confirm the reported issue. Damage in the plunger lip produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Bd can ensure that the probability of finding this kind of defect is very low and any recurrence is unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that a bd¿ syringe with needle had leakage at the inner barrel.